Event description:
It was reported that during implant, the device broke while it was being inserted. The surgeon suspects a dural breach. No additional information is known at this time.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 9393012, 510k # k094025 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Some broken pieces of the cage have not been returned for analysis. The main broken piece is still filled with bone graft substitute. The peek cage is broken after the massive section near the anterior window at the side of the nose engraved with a "t" (15° offset insertion) and at the medium wall. A crack is presented near the nose engraved with a "t" at the posterior side of the cage. The handling feature is showing worn edges with one edge cracked at the anterior side of the cage (in the direction of the impaction). These deformations can be attributed to the use of the implant inserter to impact the cage into the intervertebral space and / or to remove the cage after the breakage occurred. The main broken pieces present notches that are consistent with the removal of the cage after breakage. The observation of the parts returned did not permit to identify any defect present prior to the implantation that would be responsible of the breakage. The type of breakages is consistent with an over-loading of the part during impaction. The origin of the over-loading was not determined. The angulation of the cage relative to the disc space during insertion can influence the level of impaction loads. Another factor can be the size of the cage chosen compared to the disc preparation and distraction. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.